Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with (samsung-a12, android os: 13), a "signal loss" issue was encountered therefore, the sensor¿s alarm failed to trigger when the customer¿s blood glucose was low. As a result, the customer experienced sweating, weakness, and a loss of consciousness however, the customer being able to self-treat with sugar and chocolate. There was no report of third party medical intervention as no further information was provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries (B)(6) 2023. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with (samsung-a12, android os: 13), a "signal loss" issue was encountered therefore, the sensor¿s alarm failed to trigger when the customer¿s blood glucose was low. As a result, the customer experienced sweating, weakness, and a loss of consciousness however, the customer being able to self-treat with sugar and chocolate. There was no report of third party medical intervention as no further information was provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23. There was no report of death or permanent injury associated with this event.